Manufacturer narrative:
The oad was returned to csi for analysis. The guidewire was engaged in the distal section of the oad. A driveshaft fracture at the distal side of the crown was observed. The driveshaft sections were sent to scanning electron microscopic (sem) analysis. Sem analysis identified fatigue striations at the site of the driveshaft fracture. The crown weld location was examined and found to be within manufacturing process parameters. Review of the data log did not identify any events that could have been related to the driveshaft fracture. The exact root cause of the driveshaft fracture was not determined. When tested, the oad functioned as intended. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 270-degree calcification, 90% stenosed, moderately tortuous lesion in the right coronary artery (rca). The physician advanced the oad to the distal side of the lesion by utilizing glideassist and performed one low-speed, distal to proximal treatment. Intravascular ultrasound (ivus) was observed, and the physician performed two additional low-speed, distal to proximal treatments. The physician noticed the oad driveshaft fractured. A non-csi guide extension catheter and viperwire advance guide wire were used to retrieve the fractured driveshaft tip. A non-csi device was used to complete the procedure without further issue. The patient was in stable condition.